Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm could not be verified due to multiple displayable history check failed on startup alarms in the history due to corrupted history files. The excessive no delivery alarms, could not be confirmed and the occlusion and excessive no delivery alarm tests could not be performed due to motor error alarms.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 283 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.